Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the electronic pt gas system (epgs) came out of calibration. The device was not changed out. Additional blood gases were verified by the laboratory. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in progress, but not yet completed.

Manufacturer narrative:
Evaluation in progress, but not yet concluded. Note: the field service representative (fsr) confirmed the complaint. With a new oxygen sensor installed by the fsr, the unit operated to specifications. The returned oxygen sensor evaluation is in progress but not yet concluded.